Event description:
The customer reported that she dropped the insulin pump a few times while changing the infusion set. The blood glucose was reading 377mg/dl. The caller stated that the device has cracks. The caller experienced high blood glucose, headache, sweating, and trouble focusing and as well feeling tired. Troubleshooting was performed, and the drive support cap was flush. The time, date, basal rates and bolus wizard settings were correct. The customer also mentioned having no delivery alarms. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The drive support disk was inspected and no anomaly noted. The device was received with cracked case at the display window corners, broken reservoir tube lip, and scratched screen.